Event description:
It was reported that during procedure a da vinci-assisted component heller myotomy surgical procedure , the long bipolar grasper had no energy. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting cautery issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument grips were manually manipulated and failed the electric continuity test on 1 of 3 attempts, indicating a broken conductor wire. The conductor wire was broken in a location not visible the instrument failed the energy delivery test on 2 of 4 attempts. It would not deliver energy while the grips were at some angles, then would deliver energy after rearranging the grips. The instrument was not fully functional. Root cause is attributed to a component failure. Additionally, the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley on both sides. Visual inspection found the wire to not exposed. The instrument grips were manually manipulated, the instrument failed the electrical continuity test on 1 out of 3 attempts. There we no signs of thermal damage. Root cause of this failure is attributed to a component failure. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.024¿ - 0.912" in length. Common causes of the failure mode scratch marks /abrasions instrument main tube are typically attributed to the mishandling/misuse. The complaint regarding cautery issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.